Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6)2024 the one infusion set was fell off during use. No further information available.